Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." It also states, "intraoperative and early postoperative complications can include: (4) hematoma." (B)(4).

Event description:
Patient underwent a shoulder arthroplasty and reported a hematoma at the incision site 12 days post-implantation that lasted for 14 days. Pain was noted at the 3-month visit. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product -biomet comprehensive shoulder system nano humeral component 38 mmus, catalog#: 115738, lot#: 232060. Biomet comprehensive shoulder system standard taper adaptor, catalog#: 118001, lot#: 019050. Biomet hybrid glenoid glenoid base, catalog#: 113954, lot#: 789050. Biomet porous titanium glenoid post, catalog#: pt-113950, lot#: 302850.